Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - zimmer biomet tmj system unknown left mandible. Component catalog #: unknown lot #: unknown. Initial reporter source: foreign - south africa. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00046.

Event description:
It was reported that a revision is planned as the current implants are too small which is resulting in pain and temporomandibular joint dysfunction on the right side. It was reported that no further information is available.